Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number:2017865-2020-02188. T was reported that the patient presented for an ex-plant procedure. The leads were ex-planted for a malfunction. Further information was requested but not received.

Event description:
New information received on (B)(6) 2020, indicates that the patient presented in clinic, where it was noted that the right ventricular lead had noise and a suspected insulation breach. The atrial lead ad no issues, and was explanted and replaced to upgrade the system.